Manufacturer narrative:
The site dr. (B)(6) declined to provide patient information. Return requested for suspect non-invasive patient tracker. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that while in an ear, nose & throat (ent) procedure, the site had a damaged patient tracker with verification issues. The patient tracker was working the suddenly became unverified. This occurred during active navigation. The damaged patient tracker was replaced with a back-up instrument and the procedure continued. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.